Event description:
Hospital reported the tip broke off during "elc" procedure, and fell out of view. The surgeon, after looking for limited amount of time with fluoroscope, elected not to do laparotomy to retrieve the tip. The surgeon informed the pt. Reporter stated the tip was located under/behind the liver and not of consequence to the pt. Followup calls to the hospital in 4/2001. Call in 5/2001 said pt had been discharged from hospital, but no other info available at this time.